Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept beeping a no delivery alarm. They would keep pressing the resume. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed and insulin exited. The no delivery was caused by an infusion set and reservoir occlusion. The customer¿s current blood glucose was 432 mg/dl. They treated with a manual injection. They declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.